Event description:
It was reported that the patient presented to the emergency room due to multiple inappropriate shocks that caused discomfort. During device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and far-field p-wave oversensing, and the right atrial (ra) lead demonstrated loss of capture and loss of sensing. A chest x-ray confirmed dislodgement of both the rv and ra leads consistent with twiddler¿s syndrome. The ra lead was repositioned and remained implanted, while the rv lead was explanted and replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
The reported events were dislodgement, over-sensing, failure to capture, and inadequate stimulation. The reported events of over-sensing and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood for analysis. Final analysis found that the over torqued inner coil consistent with procedural damage.